Manufacturer narrative:
(B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to (B)(6) 2019, the device was noted to have been previously repaired once for the device only meshing a small strip on the left side reported on (B)(6) 2013. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported from (B)(4) clinical engineering that a mesher would not catch the board on (B)(6) 2019. The customer returned a zimmer skin graft mesher serial number (B)(4) and 1.5:1 cutter serial number (B)(4) for evaluation. Evaluation of the device occurred on (B)(6) 2019 and noted that the pre-test calibration or test cut could not be taken due to a bent comb. The roller, gear, and side plates had visible damage. The returned cutter was tested and produced an incomplete cut. It was deemed non-repairable. Repair of the mesher occurred the same day and involved replacing the side plates, bushings, roller, comb, and gear. The technician then tested and verified that the device was functioning as intended. The device and the cutter were returned to the customer without further incident. The device was tested, inspected, and repaired. Reference numbers (B)(4) on (B)(6) 2019 while the service technician found that the roller and comb were damaged, which would prevent the device from properly feeding the dermacarrier through the device, it cannot be determined from the information provided as to what caused the damage to these components. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device would not catch the board. There was no harm reported. Evaluation results noted that the pre-test calibration or test cut could not be taken due to a bent comb. No adverse events were reported as a result of this malfunction. No additional event information available.